Manufacturer narrative:
E1 - initial reporter facility name: (B)(6) hospital (B)(6). E1 - initial reporter phone: (B)(6). Verifiable detailed product information was not provided to bsc. We completed a good faith effort to obtain the correct information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted. Investigation results: labeling review - review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.

Event description:
It was reported that device fracture occurred. The 80% stenosed target lesion was located in the mildly tortuous and severely calcified superficial femoral artery. A 300cm, 8cm v-18 control wire was selected for use. During the procedure, a bifurcation at the guidewire tip was noted. A new guidewire was used to complete the procedure. There were no patient complications as a result of this event.